Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer experienced elevated blood glucose (bg) to 600 mg/dl with high ketones. The customer was taken to the hospital and treated with an insulin infusion. The customer was released on (B)(6) 2020 with no permanent damage. Reportedly, the customer experienced kinked cannula. The brand and manufacture of the infusion set was not provided.